Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported missing components (stent). There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.5x23 mm vision stent was not in the box. There was no reported device use or patient involvement. Two 3.0x23 mm vision stents were used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.